Manufacturer narrative:
The device was received for evaluation. A review of event history log (ehl) revealed an 'upstream occlusion alarm is set' message. During functional testing, the device was able to successfully load and run a set without discrepancies; no upstream occlusion alarms were triggered. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported upstream occlusion alarm was found during ehl review. The cause of the alarm could not be determined. The upstream occlusion sensor will be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.